Event description:
It was reported the ventricular output adjustment is not working properly (erratic). The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricle output control not working correctly. Encoder flex is out of electrical specification. Analysis found the upper and lower case halves are broken and contaminated. Battery release, ventricle control knob, ring cover, and battery drawer are contaminated. Both bail covers and bails are missing. Two case screws are incorrect (philips and are different lengths). One pcb (printed circuit board) flex is creased, heart wire contacts are patinated, battery contacts are compressed, ring is bent, and keyboard window is scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.